Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured during removal') and pelvic pain ('pain - pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, uterine bleeding, polyarthralgia and paratubal cyst. Concurrent conditions included hearing loss. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced genital haemorrhage ("general abnormal bleeding /heavy bleeding"), fatigue ("fatigue") and nausea ("nausea"). In 2013, the patient was found to have weight increased ("weight gain"). In 2015, the patient experienced rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis"). In (B)(6) 2017, the patient experienced tooth fracture ("dental problems:teeth feel brittle"). In (B)(6) 2018, the patient experienced rash ("rashes or skin conditions type: irritation rash"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain (abdominal)"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), hypoaesthesia ("my left arm has been going numb"), pain in extremity ("arm pain") and flatulence ("gas pains right shoulder"), underwent endodontic procedure ("I had root canal as well") and was found to have weight decreased ("weight loss after removal"). The patient was treated with surgery (hysterectomy ,(full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, rheumatoid arthritis, cystitis, urinary tract infection, vaginal infection, tooth fracture, fatigue, weight increased, rash, nausea, migraine, hypoaesthesia, pain in extremity, endodontic procedure, weight decreased and flatulence outcome was unknown and the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, cystitis, device breakage, dysmenorrhoea, endodontic procedure, fatigue, flatulence, genital haemorrhage, hypoaesthesia, migraine, nausea, pain in extremity, pelvic pain, rash, rheumatoid arthritis, tooth fracture, urinary tract infection, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problem, other injuries/symptoms. Current weight 236 lbs 4 trailing coils on the left side and 4 trailing coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: reporter information added. Events added-event root canal, weight loss after removal, gas pains right shoulder added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured during removal') and pelvic pain ('pain - pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, uterine bleeding, polyarthralgia and paratubal cyst. Concurrent conditions included hearing loss. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced genital haemorrhage ("general abnormal bleeding /heavy bleeding"), fatigue ("fatigue") and nausea ("nausea"). In 2013, the patient was found to have weight increased ("weight gain"). In 2015, the patient experienced rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis"). In (B)(6) 2017, the patient experienced tooth fracture ("dental problems:teeth feel brittle"). In (B)(6) 2018, the patient experienced rash ("rashes or skin conditions type: irritation rash"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain (abdominal)"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), hypoaesthesia ("my left arm has been going numb"), pain in extremity ("arm pain"), flatulence ("gas pains right shoulder") and amnesia ("memory loss"), underwent endodontic procedure ("I had root canal as well") and was found to have weight decreased ("weight loss after removal"). The patient was treated with surgery (hysterectomy ,(full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, rheumatoid arthritis, cystitis, urinary tract infection, vaginal infection, tooth fracture, fatigue, weight increased, rash, nausea, migraine, hypoaesthesia, pain in extremity, endodontic procedure, weight decreased, flatulence and amnesia outcome was unknown and the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, amnesia, cystitis, device breakage, dysmenorrhoea, endodontic procedure, fatigue, flatulence, genital haemorrhage, hypoaesthesia, migraine, nausea, pain in extremity, pelvic pain, rash, rheumatoid arthritis, tooth fracture, urinary tract infection, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problem, other injuries/symptoms. Current weight 236 lbs 4 trailing coils on the left side and 4 trailing coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. The following information was received from social media memory loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added- memory loss. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured during removal'), pelvic pain ('pain - pelvic'), genital haemorrhage ('general abnormal bleeding /heavy bleeding') and rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, uterine bleeding, polyarthralgia and paratubal cyst. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2013, the patient experienced fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). In 2015, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced tooth fracture ("dental problems:teeth feel brittle"). In (B)(6) 2018, the patient experienced dermatitis allergic ("rashes or skin"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain (abdominal)"), cystitis ("bladder infection"), urinary tract infection ("uti") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy ,(full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, rheumatoid arthritis, cystitis, urinary tract infection, vaginal infection, tooth fracture, fatigue, weight increased, dermatitis allergic, nausea and migraine outcome was unknown and the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, cystitis, dermatitis allergic, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, migraine, nausea, pelvic pain, rheumatoid arthritis, tooth fracture, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problem, other injuries/symptoms. Current weight 236 lbs. 4 trailing coils on the left side and 4 trailing coils on the right side . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs & mr received. Reporter's information was added. Patient's demographics was added. Lot number was added. Added event autoimmune disorder type of disorder: rheumatoid arthritis, rashes or skin conditions type, migraine/headache. Updated event onset dates. Medical history, concomitant conditions, lab data were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured during removal') and pelvic pain ('pain - pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, uterine bleeding, polyarthralgia and paratubal cyst. Concurrent conditions included hearing loss. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced genital haemorrhage ("general abnormal bleeding /heavy bleeding"), fatigue ("fatigue") and nausea ("nausea"). In 2013, the patient was found to have the first episode of weight increased ("weight gain"). In 2015, the patient experienced rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis"). In (B)(6) 2017, the patient experienced tooth fracture ("dental problems:teeth feel brittle"). In (B)(6) 2018, the patient experienced rash ("rashes or skin conditions type: irritation rash"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain (abdominal)"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), hypoaesthesia ("my left arm has been going numb"), pain in extremity ("arm pain"), flatulence ("gas pains right shoulder"), amnesia ("memory loss") and arthralgia ("joint pain"), underwent endodontic procedure ("I had root canal as well") and was found to have weight decreased ("weight loss after removal") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy ,(full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, rheumatoid arthritis, cystitis, urinary tract infection, vaginal infection, tooth fracture, fatigue, rash, nausea, migraine, hypoaesthesia, pain in extremity, endodontic procedure, weight decreased, flatulence, amnesia and arthralgia outcome was unknown and the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, amnesia, arthralgia, cystitis, device breakage, dysmenorrhoea, endodontic procedure, fatigue, flatulence, genital haemorrhage, hypoaesthesia, migraine, nausea, pain in extremity, pelvic pain, rash, rheumatoid arthritis, tooth fracture, urinary tract infection, vaginal infection, weight decreased, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problem, other injuries/symptoms. Current weight 236 lbs. 4 trailing coils on the left side and 4 trailing coils on the right side . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case the following were reported via social media- memory loss, joint pain, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media was received. Event added- joint pain. Reporter was added. Fu 9, 10, 11 processed together. On 23-mar-2020: social media was received. New event weight gain was added. New reporter was added. Fu 9, 10, 11 processed together. On 23-mar-2020: social media was received. Reporter was added. Fu 9, 10, 11 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured during removal'), pelvic pain ('pain - pelvic'), pelvic abscess ('abscess') and oophorectomy ('oophorectomy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, uterine bleeding, polyarthralgia and paratubal cyst. Concurrent conditions included hearing loss. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced genital haemorrhage ("general abnormal bleeding /heavy bleeding"), fatigue ("fatigue") and nausea ("nausea"). In 2013, the patient was found to have the first episode of weight increased ("weight gain"). In 2015, the patient experienced rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis"). In (B)(6) 2017, the patient experienced tooth fracture ("dental problems:teeth feel brittle"). In (B)(6) 2018, the patient experienced rash ("rashes or skin conditions type: irritation rash"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), abdominal pain ("pain (abdominal)"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), hypoaesthesia ("my left arm has been going numb"), pain in extremity ("arm pain"), flatulence ("gas pains right shoulder"), amnesia ("memory loss") and arthralgia ("joint pain/hip pain"), underwent endodontic procedure ("I had root canal as well") and oophorectomy (seriousness criterion medically significant) and was found to have weight decreased ("weight loss after removal") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy ,(full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic abscess, rheumatoid arthritis, cystitis, urinary tract infection, vaginal infection, tooth fracture, fatigue, rash, nausea, migraine, hypoaesthesia, pain in extremity, endodontic procedure, weight decreased, flatulence, amnesia and arthralgia outcome was unknown and the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, amnesia, arthralgia, cystitis, device breakage, dysmenorrhoea, endodontic procedure, fatigue, flatulence, genital haemorrhage, hypoaesthesia, migraine, nausea, oophorectomy, pain in extremity, pelvic abscess, pelvic pain, rash, rheumatoid arthritis, tooth fracture, urinary tract infection, vaginal infection, weight decreased, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problem, other injuries/symptoms. Current weight 236 lbs. 4 trailing coils on the left side and 4 trailing coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case the following were reported via social media- memory loss, joint pain, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured during removal'), pelvic pain ('pain - pelvic'), genital haemorrhage ('general abnormal bleeding /heavy bleeding') and rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, uterine bleeding, polyarthralgia and paratubal cyst. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2012, the patient experienced migraine ("migraines / headaches"). In (B)(6)2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2013, the patient experienced fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). In 2015, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced tooth fracture ("dental problems:teeth feel brittle"). In (B)(6) 2018, the patient experienced dermatitis allergic ("rashes or skin"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain (abdominal)"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), hypoaesthesia ("my left arm has been going numb") and pain in extremity ("arm pain"). The patient was treated with surgery (hysterectomy ,(full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, rheumatoid arthritis, cystitis, urinary tract infection, vaginal infection, tooth fracture, fatigue, weight increased, dermatitis allergic, nausea, migraine, hypoaesthesia and pain in extremity outcome was unknown and the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, cystitis, dermatitis allergic, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, hypoaesthesia, migraine, nausea, pain in extremity, pelvic pain, rheumatoid arthritis, tooth fracture, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problem, other injuries/symptoms. Current weight 236 lbs. 4 trailing coils on the left side and 4 trailing coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - in december 2012: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received: event added-arm pain, hypoaesthesia. Reporter added. F/u 4th and 5th processed together. On 2-dec-2019: social media received: reporter added f/u 4th and 5th processed together. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured during removal') and pelvic pain ('pain - pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, uterine bleeding, polyarthralgia and paratubal cyst. Concurrent conditions included hearing loss. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced genital haemorrhage ("general abnormal bleeding /heavy bleeding"), fatigue ("fatigue") and nausea ("nausea"). In 2013, the patient was found to have weight increased ("weight gain"). In 2015, the patient experienced rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis"). In (B)(6) 2017, the patient experienced tooth fracture ("dental problems:teeth feel brittle"). In (B)(6) 2018, the patient experienced rash ("rashes or skin conditions type: irritation rash"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain (abdominal)"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), hypoaesthesia ("my left arm has been going numb") and pain in extremity ("arm pain"). The patient was treated with surgery (hysterectomy ,(full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, rheumatoid arthritis, cystitis, urinary tract infection, vaginal infection, tooth fracture, fatigue, weight increased, rash, nausea, migraine, hypoaesthesia and pain in extremity outcome was unknown and the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, cystitis, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, hypoaesthesia, migraine, nausea, pain in extremity, pelvic pain, rash, rheumatoid arthritis, tooth fracture, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problem, other injuries/symptoms. Current weight 236 lbs. 4 trailing coils on the left side and 4 trailing coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jan-2020: pfs received. Previously added event rashes/skin updated to rashes or skin conditions type: irritation rash. Concurrent condition was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured during removal'), pelvic pain ('pain - pelvic'), genital haemorrhage ('general abnormal bleeding /heavy bleeding') and rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, uterine bleeding, polyarthralgia and paratubal cyst. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2013, the patient experienced fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). In 2015, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced tooth fracture ("dental problems:teeth feel brittle"). In (B)(6) 2018, the patient experienced dermatitis allergic ("rashes or skin"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain (abdominal)"), cystitis ("bladder infection"), urinary tract infection ("uti") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy ,(full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, rheumatoid arthritis, cystitis, urinary tract infection, vaginal infection, tooth fracture, fatigue, weight increased, dermatitis allergic, nausea and migraine outcome was unknown and the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, cystitis, dermatitis allergic, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, migraine, nausea, pelvic pain, rheumatoid arthritis, tooth fracture, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problem, other injuries/symptoms. Current weight 236 lbs. 4 trailing coils on the left side and 4 trailing coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured during removal'), pelvic pain ('pain - pelvic'), pelvic abscess ('abscess') and oophorectomy ('oophorectomy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, uterine bleeding, polyarthralgia and paratubal cyst. Concurrent conditions included hearing loss. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced genital haemorrhage ("general abnormal bleeding /heavy bleeding"), fatigue ("fatigue") and nausea ("nausea"). In 2013, the patient was found to have the first episode of weight increased ("weight gain"). In 2015, the patient experienced rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis"). In (B)(6) 2017, the patient experienced tooth fracture ("dental problems:teeth feel brittle"). In (B)(6) 2018, the patient experienced rash ("rashes or skin conditions type: irritation rash"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), abdominal pain ("pain (abdominal)"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), hypoaesthesia ("my left arm has been going numb"), pain in extremity ("arm pain"), flatulence ("gas pains right shoulder"), amnesia ("memory loss") and arthralgia ("joint pain"), underwent endodontic procedure ("I had root canal as well") and oophorectomy (seriousness criterion medically significant) and was found to have weight decreased ("weight loss after removal") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy ,(full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic abscess, rheumatoid arthritis, cystitis, urinary tract infection, vaginal infection, tooth fracture, fatigue, rash, nausea, migraine, hypoaesthesia, pain in extremity, endodontic procedure, weight decreased, flatulence, amnesia and arthralgia outcome was unknown and the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, amnesia, arthralgia, cystitis, device breakage, dysmenorrhoea, endodontic procedure, fatigue, flatulence, genital haemorrhage, hypoaesthesia, migraine, nausea, oophorectomy, pain in extremity, pelvic abscess, pelvic pain, rash, rheumatoid arthritis, tooth fracture, urinary tract infection, vaginal infection, weight decreased, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problem, other injuries/symptoms. Current weight 236 lbs. 4 trailing coils on the left side and 4 trailing coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case the following were reported via social media- memory loss, joint pain, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: pfs received. New event ovarian disorder and abscess were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain (abdominal)"), genital haemorrhage (seriousness criterion medically significant), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), tooth disorder ("dental problems") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy ,(full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and genital haemorrhage had resolved and the cystitis, urinary tract infection, vaginal infection, tooth disorder, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain, tooth disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problem, other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: dysmenorrhea (cramping), pelvic pain, abdominal pain, general abnormal bleeding, bladder infection, uti, vaginal infection, dental problems, fatigue, weight gain. Event outcome was added for the events: dysmenorrhea (cramping), pelvic/abdominal pain, general abnormal bleeding. Lab data and reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.